Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing a blood glucose level and wanted to know why insulin pump was giving more insulin than it should have. Customer treated with food. Auto mode feature was not active at the time of the event. Customer also reported sensor with inaccurate readings customer declined troubleshooting. The insulin pump was replaced/returned for analysis.